Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section d6b, if explanted, give date: not applicable as the iol was not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Right eye during a clinical study, it was reported that a johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right and left eye. During a post-operative examination for both eyes posterior capsule opacification (pco) was noted. Reportedly the directions for use were followed. The symptoms were not debilitating and there were no complications such as a capsule tear, vitrectomy, incision enlargement or sutures. The patients best corrected visual acuity (bscva) pre-operatively was 40 and bscva post operative was reported as 20. On (B)(6) 2024, during a yag (yttrium-aluminum garnet laser treatment) evaluation the pco in the right eye was resolved by the yag laser capsulotomy. The patient has fully recovered. No further information was provided.